Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
It was reported that the lead impedance had decreased from 195 ohms to 125 ohms. The lead also exhibited noise which could be reproduced with isometrics. The device mode was changed to ddi since capture was still normal.

Manufacturer narrative:
Na